Manufacturer narrative:
The customer did not share the product info on the medwatch that was submitted to FDA. Vygon has made several attempts to attain more info from the customer, with very little success. The vygon sales rep was able to take a photo of the PICC in question at the facility, and we were able to figure our the type of PICC involved. Unfortunately we were not able to attain any lot info in order to perform a lot history analysis. Vygon will continue to contact the customer for add'l info. Vygon will begin a complaint investigation when we can accurately determine the product used in this incident.

Event description:
Assessed PICC line and found to be leaking at the hub.